Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap2263 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On (B)(6) 2016 - facility risk management reported an alleged left upper arm PICC malfunction. The report stated that users were unable to flush/aspirate the ports. According to the bedside report, the line had not been functioning and was very positional. Cathflo was used for white and gray ports and the dressing was changed to check and see if the catheter was kinked. After cathflo was administered, the gray port was flushing, but not aspirating. The blood transfusion was started via gray port. A little while later, the report stated that the biopatch was soaked with blood and blood had backed up along the catheter that was under the dressing. There was a small hematoma below PICC line site. The doctor was called in and examined the line and site in addition to reviewing the chest x-ray and CT for positioning. The PICC team was then brought in to evaluate. The reported stated, "PICC line length 55 cm trimmed to 48 cm with 3 cm out." When removed, a hole/tear approximately 1" distal from point of insertion was noted. The PICC line had been inserted via modified seldinger technique in the left brachial vein. Catheter tip was located at the junction of the superior vena cava right atrium.